Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records & receiving inspection report were reviewed for deviations and / or anomalies with no deviations / anomalies identified. Verified item lot combination and reviewed manufacturing date as tasp exhibits signs of repeated use (nicked or gouged) and has one of components 1 and 2 disassembled / missing. Medical records were not provided. Complaint confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a tasp was returned missing bearings on a worn instrument claim form.